Event description:
It was reported that the device was explanted due to a suspected non-specific malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.